Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 425 mg/. The customer declined to troubleshooting for high blood glucose. Customer states they were treating with the insulin pump. Customer states they got a calibration not alert but the insulin pump would not give the option to calibrate. The insulin pump will not be returned for analysis.